Event description:
It was reported an occlusion alarm occurred. Reportedly, the customer was using trusteel infusion set for longer than 2 days, tandem technical support educated the customer this is considered off label use. There was no reported adverse impact to the customer¿s blood glucose level. A system check was performed with tandem technical support and the occlusion was found to be within the cartridge. A cartridge change was performed and insulin therapy resumed.

Manufacturer narrative:
Per the tandem user guide: ¿the infusion set must be replaced and rotated every 48¿72 hours, or more often if needed.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.